Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-53 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance in both bipolar and unipolar. It was also reported that the impedance had been gradually rising for about four months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.